Event description:
It was reported that the customer was treated by the paramedics for low blood glucose levels and a seizure. The reported blood glucose reading was 32 mg/dl. The customer's wife didn't feel that the insulin pump was to blame. She felt that the customer just needs to adjust the settings as he is new to insulin pump therapy. The wife stated that the customer would be meeting with his hcp today. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.